Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-jul-2023. H6: investigation summary our quality engineer inspected the 7 photos and 1 used sample submitted for evaluation. The reported issue of catheter broke / separated after placement was confirmed upon inspection and testing of the sample and photos. From the returned photos and actual sample, it could be seen that the catheter tubing broke off into 2 fragments 2.15 cm from nose of adapter. At the breakage point, one side had a jagged edge with no visible stress mark, while the other side had a smoother edge with white stress marks. Several simulations were performed using normal production good parts of this same catalogue 382444 to try to reproduce the defect based on the breakage edge appearances, stress mark presence and deformation at cross-section. The first simulation tested the tensile strength of the product by affixing both sides and pulling in opposite directions. The test showed that the product pulled out of the adapter at the metal wedge with no tubing breakage. No cut occurred on the tubing. The second simulation used scissors in attempt to cause a horizontal cut on the catheter tubing. The tubing was then pulled. The result was a clean cut without the white stress marks found on the returned sample. The third simulation pulled the catheter material apart after it was manually pierced by the needle. The resulting damage was not like the damages observed on the returned sample. The final simulation had a catheter pulled apart after a cut was made on one side of the catheter tubing. The resulting damage was very similar to the damages on the returned samples. Hence, through the simulations, it was understood that the white stress mark on the complaint sample was most likely formed at the uncut area when the tubing elongated before breaking off. Simulation #4 produced a breakage defect with highest visual match with the complaint sample, which suggested that the complaint sample was most likely first cut partially at one side and then later pulled causing the final breakage. However, after a review of our manufacturing processes there were no processes which would cause the instances needed to create the damages observed. Therefor we were unable to determine a manufacturing related root cause. There is a possibility that the defect could have occurred outside of the manufacturing facility, but we cannot confirm this cause. H3 other text : see h10.

Event description:
It was reported while using the bd angiocath¿ plus IV catheter the end tore. The following was received by the initial reporter: verbatim: end of the cannula has been teared. I heard that the user got rid of the material in vessel of patient by IV incision. 04-july-2023 - received additional information from korea country quality the catheter didn¿t go in well, so the nurse inserted it about 1cm into the patient to collect blood and then removed the catheter. When the catheter was removed, it was found that part of the catheter tube was cut. Incision and suture were performed to take out a cut part from the patient. This extended the patient¿s hospitalization. In addition, when the sales associate collected the complaint sample from the hospital, he couldn¿t receive the cut part.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd angiocath¿ plus IV catheter the end tore. The following was received by the initial reporter: verbatim: end of the cannula has been tared. I heard that the user got rid of the material in vessel of patient by IV incision. 04-july-2023 - received additional information from korea country quality the catheter did not go in well, so the nurse inserted it about 1cm into the patient to collect blood and then removed the catheter. When the catheter was removed, it was found that part of the catheter tube was cut. Incision and suture were performed to take out a cut part from the patient. This extended the patient¿s hospitalization. In addition, when the sales associate collected the complaint sample from the hospital, he could not receive the cut part.